Manufacturer narrative:
Product event summary - the lead was returned and analysis was performed and no anomalies were found. Concomitant product: addr01 ipg, implanted: (B)(6) 2010; 5076-45 lead, implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead was explanted and replaced due to pain. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.